Manufacturer narrative:
On march 7, 2025, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. Fa-am-mar2025-306, was issued on march 20, 2025 and was reported to FDA via 3005248192-03/21/25-001-c on march 21, 2025. Field action is therefore also reportable under 21 cfr 803.

Event description:
Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. On march 7, 2025, through the approval of risk-00006, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. This field action, fa-am-mar2025-306, was issued as urgent field safety notice / field correction recall on march 20, 2025. Field action was reported per 21 cfr806 to FDA via 3005248192-03/21/25-001-c on march 21, 2025 and therefore will also be reported under 21cfr803. Associated severity is major. If the leaked fluid (liquid waste or system solution(s) accumulates within the system solution drawer and potentially into the walking path of the user, the fluid could result in a physical hazard due to the potential for slip or fall. Additionally, leakage may introduce a potential for exposure to chemicals and potential biohazard exposure due to the presence of liquid waste originating from processed patient sample(s). The current estimated frequency of these hazards continues to be lower than the frequency of hazards identified in the current risk management file (rmf). Note, no patient was involved in this event as system leakage is identified by the alinity m system user.